Event description:
On (B) (6) 2010, patient reported she has had elevated readings since (B) (6) 2010. Patient stated her readings were as high as 400-500 mg/dl. Patient's normal blood glucose range is 150-180 mg/dl. Patient reported she had a stomach bug and didn't feel well and also had an argument with a co-worker; that may have added to the elevated readings. Patient stated she switched to her backup infusion device on (B) (6) 2010. Patient reported her readings ranged from 401 mg/dl down to 153 mg/dl on that day. She stated that was the first time her readings were under 200 mg/dl since (B) (6) 2010. Patient stated she switched back her primary infusion device on (B) (6) 2010 and her reading was up to 347 mg/dl, she bolused 2.5 units of insulin and now her reading was 393 mg/dl. She has not had any error messages on the infusion device. On follow up call on (B) (6) 2010, patient stated she increased her basal rate and continued to stay on her infusion device; her blood glucose levels have returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.